Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl and already did the bolus so the blood glucose went down from to 387 mg/dl. Customer did not receive a sensor updating/sg value not available alert. Customer received a calibration not accepted alert and a change sensor alert. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. It was reported that the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting as they were fine now. The pump will be returned for analysis.